Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 0001822565-2017-918).

Event description:
It was reported via journal article patient underwent hip revision procedure approximately two years post-implantation due to recurrent dislocation and component mal-alignment. All acetabular components were revised.